Manufacturer narrative:
The reported loss of irrigation was confirmed by a manufacturer repair technician through functional evaluation. It was determined that the prime flow test was operating outside of device specifications, which is a possible cause of the reported event. This report is being filed as part of a retrospective remediation of sonopet complaints that identify loss of irrigation, based on a discussion with a representative from (B)(4) on (B)(4) 2013.

Event description:
It was reported that at the user facility the device was having problems with irrigation function. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.